Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Mechanical upgrade performed. Unit is not calibrated correctly. Defective motor cable replaced. Keypad faulty: replaced. Keyboard pcb replace. Unit cleaned. Functional test performed . Hipot test completed. Electrical safety test completed. Functional test acc. To test procedure completed. Safety test checklist enclosed. This device was produced prior to the closure of the fms facility in (B)(4) and therefore will not have a DHR review preformed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that prior to an unspecified surgical procedure, it was observed that the micro tornado hp w handcontrol device was not possible to turn off. There was no delay in the surgical procedure as an identical spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.